Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, fenestrated bipolar forceps (fbf) cable was broken. The customer used a backup instrument to continue with the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. The instrument was found to have a broken grip cable at the yaw pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps instrument did not collide with any other instrument or tool during the procedure. No fragment fell inside the patient. No post-operative test was performed to check for any fragment. The patient did not return to the hospital due to experiencing any post-surgical complication.

Event description:
Refer to h10/h11 for follow-up information.